Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high ventricular capture threshold was observed. Reprogramming changes were made. The patients condition is good after the event.